Event description:
It was reported that the user experienced frequent low-glucose alerts and removed the insulin pump overnight at times, while device data review showed more elevated glucose levels than low levels and noted missed meal announcements; the user treated low glucose with oral carbohydrates including juice, peanut butter, and banana. Symptoms included hypoglycemia reaching 28 mg/dl. Outcomes included transient low-glucose events without reported medical intervention or hospitalization. Investigation included clinical troubleshooting, education on proper use, review of device reports, and scheduling of additional training. Investigation of this case revealed user-related factors including missed meal announcements and pump removal in response to alerts. It was concluded that the event was attributable to use-related factors rather than a device malfunction, and additional user training was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.